Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing no irrigation during a procedure. The case was completed with an alternate unit. There was no harm to the patient.

Manufacturer narrative:
The customer cancelled the service request. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 26, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively, as servicing did not take place. (B)(4).